Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange on (B)(6) 2020 was not able to be determined. A log file was reviewed. The log file contained events recorded from (B)(6) 2021. The submitted log file did not contain any data related to the controller exchange performed on (B)(6) 2020. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and there was no controller returned for analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook under section 2 ¿how your heart pump works¿ describes the steps how to replace the running system controller with a backup controller. The patient handbook warns the user ¿failure to adhere to the following instructions may result in serious injury or death¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through log file analysis that the patient underwent a controller exchange on (B)(6) 2020 at 14:11:26 since that's when the driveline was first captured to be connected to the controller.